Manufacturer narrative:
Evaluation is not possible, as the unknown endobutton device intended for use in treatment will not be returned. The part and lot number were not provided making an examination of the manufacturing records prohibitive. Instruction for use for the product family contains precautionary statements and recommendations for proper use. Dfmea is in place for coverage of endobutton products. Various failure modes are identified for post-operative conditions such as failed repair. Due to limited information about relationship between motor vehicle accident and device failure, exact failure mode cannot be identified. No further review is possible at this time. Complaint history review for three years prior indicated similar allegations for the product family reported. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened. No patient specific supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However information obtained from a literature review journal (author, steven struhl, md and theodore s. Wolfson, md) ¿continuous loop double endobutton reconstruction for acromioclavicular joint dislocation¿, indicates a patient had a re-dislocation 10 weeks postoperatively as a result of a motor vehicle accident and required revision. Revision surgery was successfully performed with the same procedure. No further medical assessment is warranted at this time.

Event description:
It was reported that after ac joint reconstruction where an endobutton was used, the patient had a redislocation 10 weeks postoperatively as a result of a motor vehicle accident and required revision. Revision surgery was successfully done with the same procedure. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.